Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and pelvic floor repair mesh was used. The patient presented to the office with a urinary tract infection. The surgeon reported the intensity as mild. The patient was given an unspecified medication. The event was reported as resolved.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01116. The same patient is represented in each medwatch.